Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly; customer did report to have received low battery alerts/alarm. Upon charging battery, power source alert occurred. After charging for an additional amount of time, the power source alert cleared and battery was charged. Customer resumed insulin delivery. Customer¿s blood glucose level was approximately 220 mg/dl.